Event description:
During pt use, the ventilator stopped ventilating and a 'memory error' displayed on the screen. The ventilator was turned off and back on again. Then, "loading" displayed on the screen for 2 to 3 mins and the 'memory error' recurred. The ventilator was replaced to another one. No pt injury was reported in this event.